Manufacturer narrative:
The customer resolved the reported issue by replacing the gas delivery system (gds). The customer stated the ventilator was not back in service yet. This investigation is still ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a low leak co2 rebreathing risk alarm occurred. The customer reported that a .25 test adapter was in use with no obstructions at the exhalation point and the unit was cycling breaths. In pneumatics, it was noted that the average air reading was -3.3 standard liter per minute (slpm) when set to zero-out of specifications. The remote service engineer (rse) advised the customer to run the flow sensor zero calibration and retest. The rse then advised to replace the flow sensor assembly or gas delivery system (gds) if the flow sensor zero calibration and retest did not resolve the reported issue. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the gas delivery system (gds) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.